Event description:
It was reported that after placement of a competitor's stent in the peripheral vascular, the reported item removed & three more shorter length competitive stents were placed through the same introducer without patient injury or further complications.